Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with dry eyes twelve days following lasik treatment. Cyclosporine ophthalmic emulsion was begun twice a day along with preservative free artificial tears every hour. Additional information is requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.